Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation and that there was noise observed on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.